Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery pin on the battery pca was broken and the device would not recognize the battery. There was no reported patient involvement.